Event description:
Per sales rep: the roller bender pull out mechanism snapped off.

Manufacturer narrative:
The product was not returned for investigation. Therefore, it is not possible to determine the root cause. Possible root causes are: insufficient cleaning and maintenance. Inappropriate forces (drop down, contact/collision with a hard object). Based on the statistical eval, no indication was found for any device related issue.